Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient encountered two similar events where two infusion sets fell off during use, on (B)(6) 2024. After being used for less than 6 hours. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1904646 - MDR 3003442380-2024-12321 - device 1 of 2.